Event description:
A report of a pt unable to charge their implantable pulse generator (ipg) was received. A bsn sales representative met with the pt, and was also unable to charge the ipg. The physician decided the pt will undergo a pocket revision, to move the patient's pocket site to a shallower location.